Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. A non-medtronic service provider found a leak inside and a disconnected tubing, the tubing was reconnected and the ventilator worked properly.

Event description:
It was reported that the ventilator had an air supply loss. Although requested, information regarding patient involvement was not provided.

Manufacturer narrative:
(B)(4). Additional information was received on december 11, 2016. There was no patient involvement. The reported condition occurred during set up.

Event description:
There was no patient involvement. The reported condition occurred during set up.